Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A correction bolus was delivered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Event description:
It was reported that a cartridge alarm occurred. Following the alarm, the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 600 mg/dl. A correction bolus was delivered by customer to address bg. Ultimately, customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report with tandem technical support the customer was still admitted in the hospital with no permanent damage; however, the issue had not yet been resolved. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.